Event description:
A surgeon reported that a pt had an intraocular lens (iol) replacement due to symptoms of glare. The associated between the symptoms and the iol is not known. Additional info has been requested.